Manufacturer narrative:
Additional information was added: correction to address. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particles ("dirt") were observed at or near the connectors of a vented micro-volume inlet. This was identified prior to product use. There was no patient involvement. No additional information is available.